Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg displayed a failure code indicating 'power cycle' and stopped pacing, through log files. However, endurance tests performed for six days passed without any failure code issue. The printed circuit board (pcb) and battery board were replaced and the epg passed all tests without any visual or electrical anomalies and conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection, no anomalies were found. The main board was assembled into a golden unit. The device was powered on/off multiple times and reduced the rate to 30 pulse per minute with no errors observed. Upon functional test ran on automated test console the device passed all tests with no errors observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was undergoing surgery to implant a permanent pacemaker. It was noted that when the pacemaker was in place, the pacing rate of the external pulse generator (epg) was lowered to 30 beats per minute (bpm), and the epg displayed a failure code indicating 'power cycle' and stopped pacing. Subsequently, the patient's heart rate went flatline. Immediately, the epg pacing rate was increased to 80 beats per minute (bpm), and the epg started to pace again, causing the patient's heart rate to beat at 80 beats per minute (bpm). No further patient complications have been reported as a result of this event.